Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens device evaluation: lens was returned in liquid, in lens vial. Visual inspection found a bent hapitc and a tear. Work order search- no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the haptic of a cq2015a, +20.5 diopter, intraocular lens got bent upon loading. There was no patient contact with the device and the cause of the event is unknown. The backup lens was used and it was successful. The reporter was unable to provide any additional information.